Event description:
Pt has an intermedics pacemaker with a vascor lead. 3-2-2000: call received from nsg home requesting a telephone check. Nurse reported that pt had been cyanctic with a pulse rate fo 47. Pt was given 02. Heart rate then increased. Pacemaker was set at 70. A telephone check revealed "app" magnet function. Based on the pt's symtpoms emergency dept presentation vs office presentation for failed pacer assessment was advised. Pt was hospitalized. Guidant rep did paler check in 3/2000. That eval showed intermittent.